Event description:
The pt reported he experienced overstimulation regardless of stimulation being on or off. Subsequently, the pt underwent surgical intervention to have the system removed in order to undergo an MRI. It was also reported the overstimulation issue resolved with surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.